Event description:
User reported 3 false positive results. Negative on multiple unspecified alternative tests. This report 3 of 3.

Manufacturer narrative:
Report required by FDA for eua. Relates to 3014862188-2021-00470, 1: reports 1, 2 of 3 (c7408, c7409).